Event description:
The chemotherapy production unit has reported the following incident: when withdrawing 5fu, syringe seal completely disintegrated the device was retained. The environment was safe. Leakage has been observed. There is a risk of cytotoxic contamination. The device has been stored, used and contaminated with a cytotoxic agent.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the stopper is noted to have deteriorated, black pieces observed within the device. The product was disassembled for further evaluation and a cut in the upper area of the stopper was identified. A device history review was performed for the reported lot 2309782, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this incident. The stopper is provided by an external supplier. Incoming inspections are performed according to procedure. The quality certificate was reviewed for the stopper batches used with syringes from lot 2309782, no issues were identified. Retained samples of the reported lot were used for additional evaluation. All stoppers were inspected and no damage or other defects were observed on any of the devices. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on the damage observed, it is believed this incident is related to an issue during the stopper manufacturing. We have notified the supplier of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.